Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The initial reporter reported that the patient stated the plastic which houses the cannula on top of the adhesive piece became removed while it was adhered to patient's body. During this event the blood glucose levels elevated over 600mg/dl so a new site was used and patient performed a correction bolus via the pump. Ketone levels were not checked. Unknown patient's condition at this time.